Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Which was beleived to be caused by rv lead fracture. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.